Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The facility could not provide the details of the device, therefore this MDR is being submitted with the scope model as unknown. Since the device model number is unknown, added FDA product code fds and common device name scope for the purposes of MDR submission. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, when the automatic endoscopy reprocessor (aer) disinfection concentration was checked, the concentration value was lower than two. One procedure was performed with a scope, unknown at this time, reprocessed in the aer with the lower concentration of the disinfection and used on a patient. There is no harm reported to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event was unable to be identified as the device was not returned to olympus; however, the event most likely occurred due to inappropriate or improper reprocessing procedures. The event can be detected/prevented by following the instructions for use which state: "when reprocessing endoscopes, always use an acecide checker or a portable concentration checker that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears.¿ the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.